Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. A replacement pump was sent to the customer to resolve the issue. Reportedly, the customer's blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. Reportedly, the customer addressed their bg with a manual dose injection.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.